Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 28, 2025 ¿ march 29, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of clearlink system continu-flo solution sets leaked from the port. The device contained lactated ringers. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.